Event description:
During patient use, the autopulse platform (sn (B)(6)) powered off after performing two to three compressions. The crew restarted the platform, however, the issue was not resolved. Following this, the crew immediately performed manual CPR. After patient use, the crew replaced the battery and lifeband, and the issue was not resolved. In addition, the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message after patient use. No consequences or impact to the patient.

Manufacturer narrative:
B5 (describe event or problem) was updated with received additional information. H6 (health effect - clinical code) was corrected based on the received additional information. H6 (health effect - impact code) was corrected based on the received additional information.

Manufacturer narrative:
The primary reported complaint of the autopulse platform (sn (B)(4)) performed 2 to 3 compression and powered off was confirmed during archive data review and visual inspection. The root cause was due to a corroded battery cable and exposed copper wire from the battery cable probably due to wear and tear or could be due to mishandling. The battery cable was replaced to remedy the issue. The autopulse platform was manufactured in august 2015 and exceeded the service life of 5 years. The secondary reported complaint of the platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during functional testing and based on the archive data review. The root cause of the reported complaint was the driveshaft not to be at "home" position, most likely attributed to unintended user error. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive is easily clearable by the user. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During internal visual inspection, the battery cable was observed with corrosion and exposed copper wire. The archive data was reviewed and revealed that the platform for performed few compression and power off and contained multiple ua 45 error message. Thus, confirming the reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) powered off after performing two to three compressions. The crew restarted the platform, however, the issue was not resolved. Following this, the crew immediately performed manual CPR. After patient use, the crew replaced the battery and lifeband and issue was not resolved. In addition, the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message after patient use. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.